Event description:
The patient presented to the ER after receiving multiple hv therapies. Interrogation showed that the therapies were due to noise on the hv lead. Fluoroscopy revealed that the helix was not deployed. The lead was capped.

Manufacturer narrative:
No medwatch form was received.